Manufacturer narrative:
(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 c ring was extended and did not look right when she was putting the instruments together. She tried to retract it at which time the clear piece that attached to the c-ring broke in half. There was no impact to the patient as this occurred during the setup of the device. This never went inside the patient's leg. We replaced the device.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4) updated sections: the device was returned to the factory for evaluation on 07/15/2025. An investigation was conducted on 07/16/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The scope wash tube was observed to be transected in the center of the scope wash tube. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break-scope wash tube" was confirmed. The lot # 3000472331 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.